Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The first 3.5x18mm rx absorb referenced is being filed under a separate manufacturer report number. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It was reported that the balloon was inflated to 26 atmospheres (atm). It should be noted coronary dilatation catheters (cdc), nc trek rx, instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of vasoconstriction (spasm) is listed in the nc trek IFU as a known patient effect. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient presented with a st-elevated myocardial infarction (stemi). The index procedure on (B)(6) 2015 was to treat a lesion located in the distal right coronary (rca) artery. A 3.5x18mm absorb was direct stented at 16 atmospheres (atm). The final angiographic residual stenosis was less than 10%. A second 3.5x18mm absorb scaffold was deployed at 16 atm in the mid left anterior descending artery (lad). There was an area of residual narrowing in the mid part of the scaffold so a 3.25x12mm nc trek was inflated to 26 atm. The lesion finally cracked and looked good, although there was some distal spasm which responded to intravenous nitrate and an inflation of 2 atmospheres using a non-abbott balloon catheter. On (B)(6) 2016, the patient was readmitted with a stemi and angiography found a large thrombosis burden within the absorb scaffold implanted in the rca. A 6 fr export catheter was used to remove the thrombus. A 2.5x20mm non-abbott balloon catheter was used for repeat angioplasty in the area of the occlusion. Reopro bolus 11.9 ml was administered intracoronary. Timi 3 flow was re-established. No additional information was provided.